Manufacturer narrative:
The autopulse device (s/n (B)(4)) involved in this event was returned to zoll circulation on (B)(4) 2012 and was analyzed. Analysis revealed that the top cover, motor cover and encoder cover were damaged. The archive data indicated that there were numerous user advisory faults ua7 (discrepancy between load 1 and load 2), therefore functional testing could not be performed. During analysis it was found that the load cell module (right, j7) was at fault. No other issues were found in the archive, board passed final test and load cell module was replaced. Probable root causes attributed to this failure could be due to a damaged load cell and/or due to normal wear and tear of the device as this autopulse is greater than 5 years. Another root cause that may have also been a contributing factor concerning this failure is possible dropping/mishandling of the unit. No adverse event was reported.

Event description:
It was reported that during a class an autopulse chest compressor system displayed a user advisory message ua7 (discrepancy between load 1 and load 2 too large) which could not be cleared. No adverse event was reported.